Event description:
Complainant alleged that while attempting to defibrillate a pt, (age & gender unknown), the device displayed "defib fault 72," "defib fault 80," and "discharge fault" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty safety relay on the hv module.